Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient made a break in aseptic technique. On (B)(6) 2011, the patient was diagnosed with peritonitis, requiring hospitalization. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm ip, a loading dose of amikacin 500mg ip and began treatment with fortum 1gm ip once daily. The root cause of the peritonitis was a break in aseptic technique. At the time of reporting, the event outcome of peritonitis was unknown, and the patient continued to receive fortum. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.